Event description:
Per the end user, there is a slit on the stoma that has become swollen, reddened with a clear fluid filled blister. User also said abdomen is swollen, tender and red. Changes in effluent include black watery stool yesterday and pasty; sticky pea green colored stool today. Customer applies wafer and pouch to abdomen after coupling; stoma fits in starter hole without need to mold. No further info provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.